Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified a smooth crease opening on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: smooth crease opening on posterior due to an fold flaw opening. During the analysis a crease fold was observed however this is not due to workmanship because the device was explanted and it was received without its original sealed packaging.

Event description:
Healthcare professional additionally reported the event of "any creases". The device has been explanted.